Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient complained of tightness in knee. (B)(6) scheduled a procedure to remove excess scar tissue formed at site of original incision. Upon excising the scar tissue, (B)(6) decided to change the insert from 14mm to 12mm as well.